Event description:
The customer reported a leak at the probe of the coulter hmx hematology analyzer with autoloader. The instrument was giving vote outs for all results when the leak was noticed. The volume of the leak was about 3 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the probe was not retracting and was causing the leak. He found that a wire on solenoid lv17 was broken. Solenoid lv17 applies air pressure to the blood sampling valve (bsv) actuator to return the aspirator tip to home position. The fse reconnected solenoid lv17 and the instrument ran without any leaks and giving proper results. (B)(4).